Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one year and one month post implant of this bioprosthetic valve, it was explanted and replaced with a valve of the same size and model. The reason for the replacement is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the valve was explanted due to endocarditis. "Mobile" vegetation was present on the valve, and the valve culture grew gram positive streptococcus. It was reported that at the time of the infection the patient was an active IV drug user, and also had a "brain infection". No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.